Event description:
It was reported via phone call that customer was in the emergency room due to high blood glucose. Emergency room physician reported that customer needed to have an x-ray and refused to due to insulin pump. It was clarified to physician that customer could not have x-ray with insulin pump attached due to pump possibly getting damaged. Physician declined to speak with supervisor at the moment and states will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.